Event description:
The technician alleged that the brake casters set but are not holding at the head end of the bed. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.